Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced a sudden 85% drop in blood oxygen. After sputum aspiration treatment, the symptoms did not improve. The balloon pressure was zero. The anesthesiologist was asked to re-intubate the patient. The patient's blood oxygen was 99% after the bedside assisted the physician to remove the endotracheal intubation and immediately re-intubation. After tracheal intubation was removed, fracture was found at the junction of the air balloon tube.